Event description:
It was reported that the silicone on the screwdriver is cracked and torn in use. No adverse consequences reported.

Manufacturer narrative:
Additional information has been requested and if received, will be reported on a supplemental report.